Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "that there is a peri-implant leak" and "cyst". The device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A patient reported they experienced the events of ¿peri-implant leak¿, ¿breasts very warm¿, ¿bilateral pain and swelling ¿, ¿lesion 8 x 3mm hypoechoic in appearance 10cm from nipple, but appears to be located within the subcutaneous pre-mammary layer (not within breast parenchyma). May represent a sebaceous cyst¿, and ¿infection¿. The device remains implanted.